Event description:
During a procedure an attempt was made to use one euphora balloon catheter when a balloon perforation / burst occurred during pre-dilation with contrast medium of the anterior descending artery in an 80% calcified lesion. The balloon perforation / burst occurred during balloon inflation. The balloon was inflated to 12 atm and the stenosis was noted to be severe. It was also reported that the device detached, cracked, or fractured at the balloon during delivery through the vessel. The device was inspected with no issues. Negative prep was performed with no issues. The lesion being treated was a moderately tortuous, severely calcified lesion located in the right posterior descending (r-pda) artery. The detached portion of the device was removed through the normal procedure and does not remain in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.